Event description:
Procedure: cholecystectomy. According to the report: the instrument broke on the top near the spin lock. The instrument broke during normal use. Pieces of the device did break off and fall into the surgical area. All of those pieces were retrieved. The case was delayed 5 minutes due to the disengagement, and no openings were created to retrieve the pieces.

Manufacturer narrative:
(B) (4).